Event description:
It was reported that the screw and implant collar at tooth #30 fractured in the patients mouth. The implant is stable and will remain implanted, but there is a broken screw portion still stuck in the implant. Requested screw removal tools in order to retrieve the broken portion.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Mhlas, scr replace friction-fit gold & ti abut int hex, lot# unknown. Therapy date unknown/not provided. Fax number and last/given name unknown / not provided. PMA/510(k) number not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.